Event description:
It was reported that on (B)(6)2022, the clip does not close during usage on the patient; another clip was used. One piece was involved. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2022, the clip does not close during usage on the patient; another clip was used. One piece was involved. There was no reported injury.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73c2100761 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.